Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with 200 units of insulin. The customer's blood glucose was in the 200s (mg/dl). Reportedly, the customer loaded a new cartridge and resumed insulin delivery.